Manufacturer narrative:
Additional information was received via gfe (good faith effort). The shock not delivered issue was managed by the user starting CPR. The customer did not use another defibrillator. Philips did not evaluate the device. The customer performed an operational check. The japanese technical support team analyzed the software and hardware logs and found the dfm100 appears to be working as intended. The device was returned to full functionality and remains with the customer. The technical log files and patient event files are pending review by philips. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor. The customer attached the paddle, but the patient contact indicator (pci) did not light up and the shock was not delivered. The patient subsequently died.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips technical support, philips product support, and philips clinician, and has been investigated by the philips complaint handling team. The customer evaluated the device and performed an operational check. The device was not returned to philips for further review. Philips technical support analyzed the software and hardware logs and found the dfm100 appeared to be working as intended. A philips product support specialist reviewed the device and found no sign of device malfunction. A philips clinician reviewed the patient event file that showed two shock attempts, which were automatically disarmed. Automatic disarms occur due to one of the following: auto-disarm ¿ the charge is automatically disarmed due to a bad connection between the device and the patient. Timeout - the charge is automatically disarmed when the shock button was not pressed within 30 seconds of charging. This feature is designed for the safety of users and patients to avoid an unplanned shock. This feature is configurable ¿ enabling longer times between charging and shock delivery of 60 or 90 seconds. Information regarding this configuration is available in the efficia dfm100 instructions for use (IFU), in the configuration section page 139. In this case, our review of the patient event file indicates that the disarm occurred due to a bad connection between the device and the patient (at elapsed time 00:00:36 and 00:01:33). Based on the information provided and the testing conducted, the device functioned as designed. Based on the information available and the testing conducted, the cause was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor. The customer attached the paddle, but the patient contact indicator (pci) did not light up and the shock was not delivered. There was a sudden change in the patient's condition. The user started CPR. The customer did not use another defibrillator. The patient subsequently died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.